Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of three reports, regarding three devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) . Per the instructions for use, the user is advised the following: maintain the drill guide at the same position and angle as it was when making pilot hole during insertion of anchors and disengagement of drivers. If anchor is inserted or driver is removed while the guide is not aligned, the driver tip may be damaged and the driver tip may remain on the patient¿s bone, resulting in injury. After inserting anchors and removing drivers, be sure to visually check that the driver tip is not damaged, as the driver tip may have been damaged during use. Any decision to remove a device should take into consideration the potential risk to the patient of a second surgical procedure. Implant removal should be followed by adequate postoperative management. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the y1301, flex 1.3mm all suture anch w/1-# 2 wht/bl (5metric) hi-fi sutr device was used during glenoid surgery on (B)(6) 2025, and ¿the front end of the implantation rod is broken.¿. Further assessment found the device fragmented, and "a part of the component fall into the surgical site.... The fallen parts been retrieved¿ using "surgical tweezers". The procedure was completed as normal with the use of an alternate same device and no delay. There was no injury, medical/surgical intervention or extended hospitalization required for the patient or user, and the paitent's current status was described as "recovery". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.